Manufacturer narrative:
D4. Expiration date. Left blank as the lot number is unknown. H4. Device MFR date. Left blank as the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient experienced multiple line block alarm when using the infusion set throughout the day. Patient also stated that when the site and tubing was changed the issue was resolved. There was no patient harm.